Event description:
Device 1 of 2. Please see MFR report # 1627487-2010-01433 for device 2. On (B)(6) 2008, the pt was implanted with an scs system. On (B)(6) 2010, the pt requested to have the system explanted. Pt felt that the stimulation was not helping with his pain. On (B)(6) 2010, the system was evaluated and found to be defective.

Manufacturer narrative:
Device eval 1 of 2. Please see MFR report # 1627487-2010-01433 for device 2. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. The ipg was visually inspected and to have instrument marks on the header and silicone antenna cover. No other visible anomalies were noted. The ipg passed the auto test and communication testing. Conclusion: the cause of the reported complaint is confirmed. Although the ipg passed all functional testing, the leads that made up the system did not. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.